Manufacturer narrative:
Suspected deflation of unilateral left breast implant. Original surgery was performed on an unknown date using a hutchison hsl 0270 (left) and an unknown product was used for the right, which were filled to an unknown volume. There is no info at present on the status of the replacement surgery. No product was returned. As no product was returned, it has not been possible to perform a product inspection. Review of the product history sheet (mr004) for lot no s5595/1 demonstrated that the product was manufactured within specification. No conclusion can be drawn.